Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm). The patient reported symptoms of fatigue, loss of appetite and nausea. The patient was taken to the emergency room and diagnosed with ¿lipohypertrophy. The doctor identified a severe skin hardening, strong inflammation and purulent discharge from the pod insertion site. The hardened tissue was surgically removed by the doctor. The patient was discharged after 2 hours. The pod was discarded by the patient.